Event description:
It was reported that pump issued cartridge alarm 30 and had repeated cartridge alarms with consecutive cartridges. There was no reported impact to the customer¿s blood glucose level because the caller declined to provide blood glucose information. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it within 10 days, and was advised to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of in-warranty replacement pump and confirmed shipping details.